Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was occlusion which was located in tubing which were happening daily. No further information available.